Event description:
During the inspection of the ventilator it was discovered that ventilator generated an alarm indicating expiratory volume low. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
Review of received information: on-site investigation was performed by our field service engineer. The claimed issue was not reproduced during troubleshooting. According to received information, no part was found defective. The device's logs were not provided for further analysis. The patient information has been requested but has not yet been received.